Event description:
The technician alleged that the bed keeps moving while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer and the brake casters to resolve the issue.